Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18132. It was reported the patient made a sudden movement and lost stimulation. Reprogramming was unable to provide effective stimulation. X-rays were taken and indicated the lead had partially disconnected from the ipg. Surgical intervention will be taken at a later date to address this issue.